Event description:
It was reported that the atrial lead was viewed with x-ray and confirmed fractured. The device setting was changed to vvi. The lead was inactivated and was left in the body. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.